Event description:
The patient received and scs system including two percutaneous leads (B)(6) 2011. It was reported that the patient stopped feeling stimulation. Efforts to recapture effective therapy via reprogramming were unsuccessful. X-rays were performed; however, no visible abnormalities were observed. Surgical intervention was undertaken to address this issue, and it was found that both of the patient's leads were fractured at the anchor site. The devices were replaced and effective stimulation was recaptured for the patient. The explanted devices were discarded by the medical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.